Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient experienced hardware discomfort. The patient underwent surgical intervention where her entire scs system was removed.